Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been vomiting and blood glucose (bg) was 352-391 mg/dl. Ketones were present. Pump supplies were changed. System check was performed with tandem technical support (cts); no device issues were identified. However, contact suspected pump was not delivering insulin. Customer went to the emergency room and was admitted to the hospital. Ketones were identified as being dangerous by a health care provider. Insulin drip was administered. Elevated bg/ketones were resolved. Customer was discharged the next day.